Manufacturer narrative:
Citation: hioki et al. Valve performance between latest-generation balloon-expandable and self-expandable transcatheter heart valves in a small aortic annulus. Jacc: cardiovascular intervention nov 25th; vol 17, iss 22, p 2612-2622 2024. 10.1016/j.jcin.2024.08.049. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding valve performance between latest-generation balloon-expandable and self-expandable transcatheter heart valves in a small aortic annulus. The study population included 1,227 total patients.  Multiple manufacturer¿s devices were implanted in the study population; 429 patients were implanted with a medtronic evolut fx bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all evolut fx patients, clinical observations included: mean gradients >20 mmhg, moderate to severe paravalvular leak, severe patient-prosthesis mismatch, stroke, major vascular complication, arrhythmia requiring permanent pacemaker implant, renal failure, and conversion to open surgery.  No further information was provided pertaining to medtronic products.